Event description:
The user facility reported that during a patient procedure, their hexavue ip custom room rack was not displaying patient information. The procedure was completed successfully, following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived on-site following the reported event to inspect the unit and found that a value on the system settings of the avc-x was entered incorrectly by user facility personnel, subsequently causing the reported event. To resolve the issue, the technician corrected the value. The unit was tested, confirmed to be operating according to specification, and returned to service. The hexavue ip custom room rack operator manual states, "only trained personnel should attempt to operate the integration system and its components." A steris service technician counseled user facility personnel on the proper use and operation of the hexavue ip custom room rack, specifically on not adjusting the system settings without the appropriate personnel present. No additional issues have been reported.